Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller received a message from an office staff today about trying to interrogate the battery and getting a system error. The office staff tried twice and they still got the same message. The caller provided the code 0x1ae5b8a7. The caller was not with the patient to attempt to troubleshoot. The caller will follow-up with the patient. Additional information was received from rep. Rep reports they are currently working on the situation, logs were attached. Rep called back into patient and technical services (pats). Rep reports they are with the patient today and tried to interrogate the device 3 times and continues to see the same error message: "system error the system has encountered an unexpected error. Please contact [manufacturer]technical services. Code: 0x1ae5b8a7". Rep reports patient is able to connect fine with their controller and charging. Pt able to connect and charge device without issue. Rep performed troubleshooting, in tech mode, disable and re-enable device, charging session performed recharging excellent ins at 90% and controller 100%. Rep powered the communicator on/off twice, closing all running apps, and opening patient data service app did not resolve the issue. Rep reports the communicator batteries are brand new, using the communicator cord did not resolve, the same error message was seen. Rep reports the patient had intensive surgeries in the past, last surgery was january 6th 2026, reverse colostomy bag, 3 days after surgery the patient's incision burst and pt had sepsis/was in the hospital for a month. Rep reports they think stimulation may have been on. Rep reports the patient also had radiation done march/april 2025. Rep also reports the pt is planning for lumbar surgery and the ins might be explanted during that surgery, but it is unknown if it will be at this time. Rep reports the patient has been seen by their pain clinic twice, and both times the clinic was seeing the same error message, but the clinic only notified the rep after the last error message. Rep reports the pt thinks the last successful interrogation with the clinician programming application was about a year ago. Further troubleshooting was performed: disable/enable device on the controller in tech mode, recharging session performed, excellent coupling ins 90% controller 100%, patient had stimulation off, suggested turn stimulation on. Pt reported their stimulation is working fine, coverage is good, no error message seen on the controller. Rep closed out all history on the tablet and opened the patient data service app. Rep attempted to re-interrogate again with the tablet and communicator attached to the cord, search device, found device message seen three times, then found the correct serial number to the implant, same error message seen. The issue was not resolved. Rep called back to get assistance with health care it. Rep reviewed information already reported. Tss reviewed possibly resetting the ins and transferred rep to hcit. Additional information was received from the rep. Rep reports that the described reverse colostomy surgery, sepsis, hospitalization, radiation treatment, and lumbar surgery were not related/caused by the device or therapy. Rep reports the cause is still unknown and the issue is not resolved. Rep reports they are waiting for analysis of the logs. Additional information was received from the rep. Rep clarified more than one clinician tablet/communicator was used. Rep reports that despite multiple external devices the rep/clinic had not been able to successfully interrogate the patient's device with a clinician tablet. Rep reports that on the call with patient and technical services they were trying to reset the device, but that was unsuccessful. Rep reports the patient and clinic suspect that the patient's unrelated surg eries/hospitalizations may have caused this issue. Rep reports the patient is still able to connect with their external devices (controller/recharger) and no actions or surgeries are planned at this time. Rep reports they are waiting to hear back from engineering to determine next steps for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.